Event description:
It was reported that the physician found the device to be in working order and fully inflating, but the patient did not feel the cylinders were rigid enough. The physician tried multiple troubleshooting techniques without success. The inflatable penile prosthesis lgx cylinders were replaced with cx cylinders. The 100ml spherical reservoir was replaced with a 100ml conceal reservoir. No patient complications were reported in relation to this event.